Event description:
On (B)(6) 2025, a 57-year-old female underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had clot in the suprarenal inferior vena cava (ivc) that was estimated to be two days old. The patient had undergone dvt thrombectomy the day prior on (B)(6) 2025, where the inari flowtriever system was used to attempt to aspirate the clot, but was unsuccessful. During the dvt thrombectomy on (B)(6) 2025, the clottriever xl catheter (CT xl) collection bag collected a large amount of dense clot which prevented the collection bag from retracting into the catheter. The medical team attempted to remove the CT xl and introducer sheath together, however the sheath was inadvertently removed, leaving the CT xl in the patient's vessel. The medical team was then able to remove the CT xl by performing an additional skin nick and removing the device with clamps. The patient did not require additional surgery and intravascular ultrasound (ivus) was run where it was noted the majority of clot was removed with no venous injury. The patient did not decompensate throughout the duration of the procedure and was stable post procedure.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." "Examine the clottriever xl catheter prior to insertion to verify it is not damaged." "Ensure that clottriever xl catheter is withdrawn into the clottriever thrombectomy system sheaths prior to removal from patient to avoid vascular damage." Vasospasm is listed in the device labeling as a possible adverse event/complication. Manufacturer reference: (B)(4).